Manufacturer narrative:
Pump passed operating current and displacement test however compromised force system sensor alarm during prime and system sensor test at 4 lbs and motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip,minor scratched lcd window, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 170mg/dl at the time of incident. Troubleshooting found that the pump was able to be rewound. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.